Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site inflammation, deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a spanish physician and concerns a 52-year-old female patient. She was injected intradermally with a total of 1.5 ml of radiesse, into the hemiface, for redensification at dermal level at evening, a19:00 on (B)(6) 2024. Batch number was reported as unknown. Radiesse was diluted with 0.3 ml of lidocaine and with 1.2ml of normal saline (reported as ssf) (product preparation issue, off label use of device). A cannula was used for injection. She was injected with 1.5 ml of solution per hemiface, into 2 injection points (reported as stitches). Patients medical history included hypertension (reported as ht) which was well controlled with to take out medicine (reported as tto). The patient had no known drug allergies (reported as amc), and no personal assistant (reported as no pa of interest). On (B)(6) 2024, at 00:00, 5 hours after the radiesse injection, the patient experienced very intense inflammation in her face and sent pictures. It seemed to physician as very exaggerated inflammation. The physician referred the patient to the emergency room. The physician also prescribed 70mg of urbason and polaramine. The patient had a good skin perfusion, no edema of uvula, no itching, only inflammation and tightness. The patient was prescribed prednisone 30mg, 2 tablets in the morning for 3 days, one tablet in the morning for 3 days and half tablet in the morning for 3 days and bilaxten 1 tablet per day. The patient was stable, although the inflammation was descending by capillarity to the neck. The following medications were added: ciprofloxacin 500 mg 10 days, adiro 500mg one day and maintain a week at 100mg, and prednisone in high descendent doses. Pending evolution to add or not ibuprofen. The outcome of events was unknown.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 52-year-old female patient. She was injected intradermally with a total of 1.5 ml of radiesse, into the hemiface, for redensification at dermal level at evening, a19:00 on (B)(6)2024. Batch number was reported as unknown. Radiesse was diluted with 0.3 ml of lidocaine and with 1.2ml of normal saline (reported as ssf) (product preparation issue, off label use of device). A cannula was used for injection. She was injected with 1.5 ml of solution per hemiface, into 2 injection points (reported as stitches). Patients medical history included hypertension (reported as ht) which was well controlled with to take out medicine (reported as tto). The patient had no known drug allergies (reported as amc), and no personal assistant (reported as no pa of interest). On (B)(6)2024, at 00:00, 5 hours after the radiesse injection, the patient experienced very intense inflammation in her face and sent pictures. It seemed to physician as very exaggerated inflammation. The physician referred the patient to the emergency room. The physician also prescribed 70mg of urbason and polaramine. The patient had a good skin perfusion, no edema of uvula, no itching, only inflammation and tightness. The patient was prescribed prednisone 30mg, 2 tablets in the morning for 3 days, one tablet in the morning for 3 days and half tablet in the morning for 3 days and bilaxten 1 tablet per day. The patient was stable, although the inflammation was descending by capillarity to the neck. The following medications were added: ciprofloxacin 500 mg 10 days, adiro 500mg one day and maintain a week at 100mg, and prednisone in high descendent doses. Pending evolution to add or not ibuprofen. The outcome of events was unknown. Follow-up information was received on 04-feb-2025: the patient's year of birth, height (165 cm) and weight (70 kg) were provided. She was 54 years old at the time of the event (ambiguously reported as 52 years old). She was injected with a total of 3 ml of radiesse 1.5 ml next to the temporo-cygomatic suture and proximal to the middle third of the line joining the buccal commissure to the tragus, on (B)(6)2024 at 19:00. Batch number was reported as a00141680 (expiry date: 16-oct-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00141680 (expiry date: 16-oct-2025). A lot of search in the global safety database was performed. She was injected with 1.5 ml per side. She was injected into 4 points (2 points per side). A 25g 50 mm cannula was used for the injection, 0.1 ml was deposited in each retrotracer. Radiesse 1.5 ml was diluted at a 1:1 ratio with 0.3 ml of lidocaine 2 % and 1.2 ml of ssf 0.9 %. She previously received botox® and mesotherapy vitamins, before 2024, ferulac peeling, on (B)(6)2024, mesotherapy with vitamins nctf, on (B)(6)2024, botox® and vistabel® in upper third, on (B)(6)2024, teoxane redensity 1 in middle third, on (B)(6)2024 and botox® and vistabel® in upper third, on (B)(6)2024. All treatments were well tolerated, without incidents. Concomitant medication included antihypertensive medication. Surgical interventions were reported as none. On (B)(6)2024, about 4 hours after the radiesse 1.5 ml injection, the patient experienced swelling in the middle third, lower third and neck. On (B)(6)2024, around 3:00, the reporter had first contact with the patient, and she commented that since 00:00 she presented a very intense inflammation in face. She sent photos, and very exaggerated swelling was noticed, without pain, dyspnea or fever on initial anamnesis. In the emergency department, physical examination revealed severe edema in the middle and lower third, good skin perfusion, no edema of the uvula, no pruritus, only swelling and tightness. Rest of the physical examination and vital signs were normal. It was confirmed that 70 mg of methylprednisolone (urbason) and dexchlorpheniramine (polaramine) intramuscularly were prescribed. Ciprofloxacin (500 mg, 1 tablet every 12 hours for 10 days), adiro (500 mg, 1 tablet every 24 h) and prednisone in high doses, with a descending pattern were added. On (B)(6)2024, at 17:00, the patient remained stable, on physical examination the swelling subsided, but it seemed by the capillarity the swelling and edema were descending to the neck. On (B)(6)2024, since about 21:00, the patient had more swelling in the face and the neck swelling was more intense. The patient provided photos and again very exaggerated swelling was seen, compared to the physical examination a few hours prior. The patient denied pain, dyspnea or fever. The patient was referred to the emergency department. On physical examination, severe edema in the middle and lower third was observed. The reporter thought it was possible reactivation. Skin perfusion was good, no edema of the uvula, no pruritus, swelling and tightness in the hemiface. Edema in the anterior neck region that produced a vibration when the patient spoke was noticed. The reporter was impressed by edema in the dermis. The rest of the physical examination and the patient's vital signs were normal. Corrective treatment included 70mg of methylprednisolone (urbason), dexchlorpheniramine (polaramine), 100 mg of hydrocortisone (actocortin), pantoprazole, intravenous furosemide (seguril), nebulization with 1 ampoule of salbutamol (ventolin),1 ampoule of ipatropium bromide (atrovent). Complete blood count (reported as cbc) with acute phase reactants, hemogram and biochemistry with renal function and transaminase were performed. On (B)(6)2024, at 02:00, laboratory results were without findings, with acute phase reactants and normal hemogram. The patient reported clinical improvement with less sensation of tightness and edema. It was decided to discharge her home, and the previously prescribed treatment was maintained with the addition of omeprazole (1 tablet every 24h). On (B)(6)2024, at 9:00, the patient reported clinical improvement, edema persisted in the aforementioned locations. On (B)(6)2024, at 15:00, the patient reported continued clinical improvement, edema persisted in the aforementioned locations, with increased edema in the anterior neck region confirming the decrease in inflammation and edema due to capillary action. On (B)(6)2024, at 21:00, the patient reported continued improvement. From (B)(6)2024, telephone contact with the patient was made, three times a day. On (B)(6)2024, on physical examination, there was favorable evolution of swelling in the middle and lower third, with persistent but mild edema. On (B)(6)2024, the patient reported the resolution of edema. She was discharged from close follow up, continued prescribed treatment and went to weekly and monthly follow ups. On (B)(6)2024, a scan of soft parts and thyroid was performed, there was no pathological findings. On (B)(6)2025, general biochemistry, ionogram, anemia control, lipid metabolism, enzymes, thyroid, proteinogram and hemogram were performed and they were normal. Systemic urine, rheumatic tests and c3 and c4 immunochemistry were all normal. Anti nuclear antibodies (hep-2), screening for connective tissue diseases (enas), antibodies associated with hepatopathies and gastropathies and anti-citrullinated peptide antibodies were all negative. Cci markers were 157 pg/ml, which meant very improbable cci (as reported). Vitamin d was 24 ug/l. Electrocardiogram (reported as ECG) had sinus rhythm, and no findings. Since a discrete pro-bnp elevation was observed, the reporter performed another ECG. On (B)(6)2025, on echocardiogram, there was a left ventricle with severe hypertrophy of the entire septal face and slight hypertrophy of the inferior face. The conclusion was that there was septal non-obstructive hypertrophic myocardiopathy (reported as nohm). As reported, this diagnosis was not known, the inflammation that the patient presented lead to an investigation, and it was discovered when the full analysis was requested, which motivated the request for an echocardiogram. The reporter informed that it was not mentioned that radiesse produces this disease. The outcome of the event was reported as resolved (changed from unknown), on (B)(6)2024. In the opinion of the reporter, the event was not life threatening, not permanent, has not led to a new diagnosed chronic disease, intervention was necessary to prevent a life-threatening condition or a permanent damage and was related to radiesse 1.5 ml.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible local and temporal relationship. Injection site inflammation (serious) is expected based on the current valid EU instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported tightness is considered as a symptom of the inflammation. Off label use of device and product preparation issue are only coded for formal purpose. A dilution of radiesse 1.5ml with lidocaine into the face is no approved indication for radiesse 1.5ml in the EU. Inflammation is possible after every kind of injection procedure. According to the IFU, the treatment must be carried out under appropriate aseptic conditions and radiesse must be injected into a healthy, non-inflamed and previously rigorously disinfected skin. In this case, the patient received comprehensive treatment with an unknown outcome. Causality for the events is assessed as probably related to the treatment with radiesse due to compatible local and temporal relationship. This case is considered as serious with the serious event injection site inflammation because medical intervention was deemed necessary to prevent a permanent damage or life-threatening condition. Merz causality re-assessment due to follow-up information was received on 04-feb-2025: the batch record review for radiesse 1.5 ml, lot a00141680, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot of searches in the global safety database was conducted on the reported lot (batch a00141680) and similar events were noted. The reported swelling and edema are considered as symptoms of the event injection site inflammation. In this case, the patient received comprehensive treatment with a resolved outcome. Causality for the previously assessed event remains unchanged as probably related to the treatment with radiesse. This case remains as serious with the serious event injection site inflammation because medical intervention was deemed necessary to prevent a permanent damage or life-threatening condition.